Event description:
Pt reported an elevated blood glucose of 391 mg/dl at noon on (B)(6) 2010. Pt's normal blood glucose reading is 140 mg/dl. Pt is new to pump therapy. Pt stated she checked the infusion device and accessories and noticed the insulin cartridge was empty. Pt reported the infusion device was in run mode and did not give an error message or alert. Pt stated the infusion device did not give a w1 (cartridge low) alert or an e1 (cartridge empty) alert. Pt reported she changed the insulin cartridge and the infusion set and then gave herself a correction with the infusion device. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.